Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified that the screw is fractured at the thread interface. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reports that an unknown zimmer screw fractured inside of the hex of the implant. The implant was removed and another implant placed on the same day. Tooth site #19.